Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 12. Access was obtained via a 5f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that when the physician shuttled the sealant down the advancer tube did not engage. There was nothing left but the wire (catheter shaft) when the sheath was pulled up. The physician deflated the balloon and pulled the device out. The patient was converted to 6 minutes of manual compression during which time hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr for this device was not possible because the lot number was not provided.